Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in three pieces. Analysis found external abrasion breaching the outer insulation and exposing the outer coil at 46.6 cm to 46.8 cm from the distal tip. The cause of the reported event was isolated to external abrasion consistent with friction against another implantable device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pulse generator, atrial, and right ventricular leads exhibited noise. The system was explanted and replaced. No patient symptoms were reported. No further information was reported. Related manufacturer reference number: 2017865-2019-16809. Related manufacturer reference number: 2017865-2019-16813.